Event description:
We performed a MRI brain scan on an inpatient who did not inform us that he had an implanted neuro stimulator. We discovered this after the scan was over. We accessed the patient and he had no complaints of pain or any negative affects. We educated the patient on the importance of reporting implants before a MRI and the many risks. The floor was notified of this and it was documented in the patient's chart. FDA safety report ID # (B)(4).